Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The patient had initially come to the hospital on (B)(6) 2022 with a fever and cough and was tested for influenza a and influenza b using the alfresa pharma "alsonic flu" antigen test which generated negative results. The patient came back on (B)(6) 2023 and two new samples were collected. One sample was tested on the alfresa pharma "alsonic flu" antigen test and a positive influenza b result was generated. The other swab sample was tested on the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system and negative results were generated for all three targets. The positive influenza b result was reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Although the root cause cannot be identified, the most likely root cause is variation in the sample collections as each test used different sample collections. A reagent investigation was performed and a systemic reagent product problem was not identified.